Event description:
Customer reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and advised them to use a backup insulin pump in the meantime. Customer was informed that they would receive a pump with updated software and was given instructions to return the defective pump to tandem. Additionally, instructions were provided for storage mode and connecting their continuous glucose monitor to the new pump.